Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a new network card needed to be replaced. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the station required the new network card to be replaced. The field service engineer (fse) found that the station was losing network card configuration and did not synchronize (sync) successfully. The fse replaced all in one (aio) assembly, reconfigured the network and adapter cards, and successfully performed a sync. The hardware test application test passed successfully, and the customer was able to access and use application. The system functioned as intended after the field service engineer repaired the device.